Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw1725 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that hair was found after the catheter was opened. The device was not used on the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair in a kit is inconclusive due to the returned state of the sample. The inner tray of a groshong PICC kit was returned for evaluation. An initial visual observation showed the tray was returned opened with the lid taped closed. A sealed package of connector pieces was observed to be stuck to the bottom of the tray lid with a sticky residue, most-likely tape residue. Stuck in the residue between the sealed package and the tray lid was a light brown hair, about 8 cm long. Because the kit was returned open with evidence of manipulation, it was not possible to confirm the reported event. Possible causes of a foreign material in a kit include contamination of the kit before or after it was sealed. A lot history review (lhr) of reaw1725 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that hair was found after the catheter was opened. The device was not used on the patient.